Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. The 99% stenotic lesion was located in the non-calcified and moderately tortuous distal right coronary artery (rca). The maverick2 20 mm x 3.5 mm balloon catheter was advanced to the lesion for pre-dilatation and inflated without difficulty to 6 atms for 15 seconds on the first inflation. The balloon ruptured after 5 seconds at 6 atms on the second inflation. The procedure was completed successfully with this device. There were no pt injuries or complications. The pt's status was reported a "good".